Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was receiving a localizer not connected message after they had registered their patient. The system had been on for approximately 30 min. The system was shut down and was left off for about 3 minutes while navigation was not needed. The issue was resolved when the system was turned back on. There was no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was left on for over 30 minutes and the issue could not be replicated. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. Analysis was unable to replicate the reported event and was inconclusive. If information is provided in the future, a supplemental report will be issued.